Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher serial number (B)(6) by a zimmer biomet certified service repair technician on 16 march 2020 revealed that the comb needed to be replaced to the burs on the bottom of it, the bottom roller and gear were worn, the side plates were worn, the fasteners needed to be replaced and the carrier guide also needed to be replaced. Repair of the device was performed by a zimmer biomet certified service repair technician on 16 march 2020 which included replacement of the left side plate, right side plate, bottom roller, synthetic bearing, belleville washers 0.023, belleville washers 0.025, shoulder bolts, cap nuts, bottom gear roller, comb, carrier guide, and s/s head screws. The device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported that the users complained that the skin was getting caught. No adverse events were reported as a result of this malfunction.